Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4). B5:describe event or problem additional. D10: device availability additional. H2:additional information/device evaluation additional. H3:device evaluated by manufacturer additional. H6:event problem and evaluation codes additional.